Event description:
It was reported that the cannulated awl tip broke when it came in contact with pin being used as a reduction device. The broken piece was retrieved and the surgery progressed. This is report 1 of 1 for file (B)(4).

Manufacturer narrative:
A review of the device history records was performed and no complaint related issues were found. The investigation could not be completed and no conclusion could be drawn as no product was received for evaluation. Placeholder.